Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) defibrillation lead were part of a system replacement procedure due to high out-of-range ra pace impedance measurements greater than 2,500 ohms and high out-of-range rv shock impedance measurements greater 150 ohms. In addition, the patient had not been pacing. Both leads were surgically abandoned, and the ICD was explanted. It was noted that the patient had been hospitalized for other reasons. The system replacement procedure was completed successfully, and no additional adverse patient effects were reported. The ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) defibrillation lead were part of a system replacement procedure due to high out-of-range ra pace impedance measurements greater than 2,500 ohms and high out-of-range rv shock impedance measurements greater 150 ohms. In addition, the patient had not been pacing. Both leads were surgically abandoned, and the ICD was explanted. It was noted that the patient had been hospitalized for other reasons. The system replacement procedure was completed successfully, and no additional adverse patient effects were reported. The ICD was returned for analysis.